Event description:
It was reported that over several breast biopsies, the cutter freezes up and doesn't take a sample. All cases were completed without incident. One device is being returned.

Manufacturer narrative:
Date sent: 02/03/2009. Eval summary: the analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft and its' components. Part replaced that was not related to the customer complaint was the power cable assembly. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.